Event description:
Customer's wife called in to report that the customer cannot hear the alarms on the insulin pump and that the sound is too high pitched. The customer often turns off the alarm feature because his co-workers can hear it while he cannot. The customer cannot put the insulin pump in vibrate mode because he works in a factory and might not feel the vibration. Customer also had a incident where the sensor reading was 125 mg/dl while the blood glucose reading was 35 mg/dl. Discussed sensor wetting issues and timings of calibrations. Customer's wife will discuss with customer when he gets home. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.